Event description:
Customer reported an inform system result of 44 mg/dl, lab result of 7 mg/dl within 10 minutes. Controls are run daily and had passed on the day of the incident. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This customer and pt are also named in another complaint.